Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the reservoir had air bubbles after filling. The blood glucose at the time of the incident was 214 mg/dl. She decided to discard the reservoir instead of trying to push the bubbles out. The customer also reported she had a reservoir that was coming off the transfer guard when she was purging the air bubbles out and she might have pulled the plunger out of the reservoir. She stated that she was unable to connect the reservoir to the tubing and she changed the entire set to resolve it. Troubleshooting was not performed. The product will not be returned for analysis.